Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The hcp was calling for MRI compatibility guidelines. The procedure was not being done due to a problem with the patient¿s infusion system or therapy. Per the hcp, there was no medication in the patient¿s pump, but she was not sure why. No further complications have been reported as a result of this event.